Event description:
The brush broke in half. It broke outside of the stoma. No effect on the patient.

Manufacturer narrative:
The brush was heavily overused and the bristles were all laying down pointing forward, which completely made the brush unsuitable for use. Lot no is unknown, but design shows that the brush was approximately 2 years old when incident occurred. In the manual under patient counseling it is stated: "the brush can be used as long as it appears clean and shows no defects (usually several weeks)." Conclusion: the bristles of the actual brush were completely destroyed. The patient had used the brush well beyond its estimated lifetime making the brush break. Patient was informed about the correct use of the brush and highlighted on the importance of checking and changing the brush according to IFU. Case has been closed. This event was not initially reported as an MDR. Due to incident report in 2007, (MFR # 8032044-2007-00009) review of former similar events was done, and we decided to report this issue.